Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The unit was unable to perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self test, unexpected restart error test and all operating current measurement due to no button response. The following physical damage was noted: minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads, missing end cap sticker, protruded/loose drive support disk and cracked pump belt clip slot. No scratched case noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had moisture inside of the display when sporting or entering the bathroom. The patient's blood glucose at the time of incident was 9.7 mmol/l. The moisture in the display was gradually worsening. There was also a scratch on the display and a scratch on the insulin pump casing. The insulin pump was returned for analysis.